Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose 409 mg/dl. The customer stated that they treated the high blood glucose with the manual injection. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.